Event description:
Hospital reporting that while on patient, ventilator lost power. Alarms activated including "vent inop". Therapist flipped power switch to off position then back on and ventilator began operating normally. Incident repeated itself a short time later. This time ventilator was removed from service pending inspection. Patient was placed on another unit without incident. No patient injuries reported.